Event description:
As reported in 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Follow-up CT's taken 2008 revealed an endoleak. A reintervention took place the month prior, to seal a type ii endoleak originating from the right ascending branch of the hypogastric artery. No aneurysm enlargement was noted. The physician placed two 4mm cordis coils in the right ascending branch of the hypogastric artery and the endoleak resolved. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.